Event description:
It was reported the patient is experiencing ineffective stimulation. An sjm representative was unable to resolve the issue with reprogramming as only unintended stomach stimulation occurred. F/u identified surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.